Event description:
During a ptca treatment procedure involving pre-dilatation of a lesion in the left circumflex artery, the maverick balloon would not inflate. A 6f introducer sheath and an aria inflation device were used, but the size and type of guidewire and guide catheter are unknown. The maverick catheter was removed. No pt injuries or procedural complications were reported. Pt status is reported as 'good'.

Event description:
It was further reported that during the ptc treatment procedure involving a 95% stenotic lesion in the middle portion of a somewhat tortuous coronary artery, the maverick monorail balloon would not inflate. The patient was asymptomatic during this event. The maverick monorail balloon catheter was removed and replaced with another balloon catheter to successfully complete the procedure. A 6f arrow introducer sheath, a patriot j guidewire (size unknown), a 6f wiseguide guide catheter and an aria inflation device were also used in this case.